Event description:
Patient reported left side "implant exchange from textured to smooth due to the concerns of the product and joint pain". The event of joint pain is not device related. Patient representative additionally reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: capsular contracture (baker grade unknown)requiring unilateral capsulectomy, breast pain, and increased risk of alcl. Plaintiff has not been diagnosed with bia-alcl." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.